Event description:
Additional information was received that a sub-acute type-a ascending aorta dissection was found on computed tomography angiography (cta) of the chest on (B)(6) 2024.

Manufacturer narrative:
B3 - date of event - corrected. B5 - additional information. H6 - additional health effect - impact code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the renal dysfunction was not determined to be related to or caused by the device or device therapy. The patient had symptom of subacute dissection progressing likely over period of weeks and some chest pain. The cta was ordered routinely as evaluation prior to aortic insufficiency intervention. The cta results revealed that there was a focal dissection involving the ascending thoracic aorta. This had resulted in 4mm defect along the right side of the wall of the ascending thoracic aorta 17mm cranial to the origin of the right coronary artery. Active extravasation was seen into the adjacent mediastinum. There was no associated mediastinal hematoma with a maximum diameter of 7cm. The patient had recovered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a bentall procedure secondary to aortic dissection of unknown cause. The post operative course was complicated by renal failure requiring dialysis, which resolved.